Event description:
The device was used during a l.a.v.h. Procedure. It was reported by the affiliate that the device did not cut or staple. The surgeon used over stitches to complete the case. A tr35w is being returned with the device. There was no pt consequence.

Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: batch number a j00k1u b j00l6, cartridge pan in place/condition ab good, condition of drivers ab good, lockout tabs on pan condition ab bent, position/condition of wedge sleds ab partially fired. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechansism broken, condition of knife good, condition of wedge bands good, is hyper lockout condition present no. Analysis conclusion: based on the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the intrument. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycly, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.